Manufacturer narrative:
The catheter was discarded and not returned for evaluation. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100 percent of the units go through an electrical inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The catheter was discarded at the facility and not available for product evaluation. The lot number was not provided; therefore, the device history record review could not be completed. An engineering evaluation has been initiated to assess for any manufacturing related processes that could be correlated to the complaint. Additional product codes, dqo, dqe, kra.

Event description:
It was reported that there was a failure with a swan ganz thermodilution catheter. The swan ganz catheter displayed a temperature that was different from the patients oral temperature. The oral temperature was 36.6c and the temperature provided by the catheter was 35.8c. There were no fault messages displayed. There was no inappropriate patient treatment administered. There was no allegation of patient injury.